Event description:
It was reported when using the pyxis medstation es system, the half-height cubie drawers encountered a failure due to a lack of communication with the machine. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the module controller was defective, and the retractor bands were found to be torn. The field service engineer confirmed that no thermal damage was detected. They replaced the retractor bands and the module controller board, and the cubie drawer has been successfully restored. The system functioned as intended after the field service engineer troubleshot the device.